Event description:
It was reported by the surgeon that when she was extracting the long gamma nail, the set screw broke and could not be extracted. The surgeon closed the pt and rescheduled another surgery for next week.